Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, recurrence, chronic inflammation, infection, scarring and nerve damage. Post-operative patient treatment included mesh removal, neurectomy and hernia repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.